Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that the reported issue was most likely caused by repeated use over a long period of time as well as external forces being applied to the distal end. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Event description:
Additional information was received from the customer on 01mar2021: received an email from (B)(6) on 01mar2021. According to (B)(6), the event occurred on (B)(6) 2021. There was no patient injury. Device was not dropped. There was no problem with withdrawing or inserting the scope. Device is leak tested after every use. The leak testing unit is a olypmus mu-1. The device was inspected before use and in good working order. Nothing fell into the patient. No report was filed with the FDA. Any further questions please contact (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report. The air/water inlet was loose and leaking on the scope connector side. There was also a crack on the bending section cover and the forceps cover glue was found to be peeling. This event is currently under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that an air leak was detected in the evis exera ii ultrasound gastrovideoscope during reprocessing. There was no patient involvement in this event.